Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. No lead damage or dislodgement were noted via fluoroscopy. Slightly movement of the lead was suspected. The lead was capped and replaced on (B)(6) 2021. The patient was stable before, during and after the procedure.